Event description:
It was reported that the patient¿s bed turned his implantable neurostimulator (ins) off. Additional information requested but had not been received as of the date of this report. Reference manufacturing report number: 3004209178-2013-20461.

Manufacturer narrative:
Concommitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v010563, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3389-40, lot# v003144, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).